Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to repair recurrent hernia after the ventralex st failed and to remove the ventralex st, which was infected, however, no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch mesh, reference number 5950008, lot number huwl0393 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair recurrent hernia after the ventralex st allegedly failed and to remove the ventralex st, which was infected. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huwl0393 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair recurrent hernia after the ventralex st allegedly failed and to remove the ventralex st, which was infected. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia and umbilical hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #1) and ventralex st mesh (device #2). Per operative notes, ¿large indirect inguinal hernia is on the right side was dissected. A large 3dmax mesh (device#1) was placed into the abdomen and secured using tacks. There was a defect on the umbilicus and a ventralex st mesh (device #2) was placed and sutured. ¿ (B)(6) 2013 - patient was diagnosed with local wound infection and abscess at the umbilicus thereby underwent open repair. Per operative notes, ¿prior ventralex st mesh (device #2) was encountered. A part of the umbilical wound was opened, and a moderate amount of purulent material was removed.¿ (there was no visualization/mention of 3dmax mesh (device #1)). (B)(6) 2015 - patient was diagnosed with infected abdominal wall mesh and recurrent umbilical hernia thereby underwent open repair with removal of ventralex st mesh (device #2). Per operative notes, ¿chronic mesh infection with ventralex st mesh (device #2) extruded at the level of the skin was identified. The hernia sac was entered, and the old ventralex st mesh (device #2) was excised.¿ (there was no visualization/mention of 3dmax mesh (device #1)). Attorney alleged that the patient had abscess, infection, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had chronic mesh infection with serial debridement.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to repair recurrent hernia after the ventralex st failed and to remove the ventralex st, which was infected, however, no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 3 months post implant of ventralex st mesh, patient was diagnosed with infection, abscess, mesh extrusion and hernia recurrence thereby underwent repair with removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.